Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and, during the procedure, a crack was found in the right cylinder connector tube; therefore, the cylinder and pump were removed and replaced. The procedure was successfully completed with another cylinder. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. It was visually and microscopically examined, and functionally tested.the kink resistant tubing (krt) was worn down to the filament and a hole was identified with fluid leak that is a result of a wear by the window quick connect. Broken fabric thread were found by the joint of the proximal of the cylinder body however, cylinder pass the leak and pressure test as performed. Based on the information available and analysis results, the identified hole of the wear on the krt could have caused or contributed to the reported clinical observation of hole and mechanical issues.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and during the procedure a crack was found in the right cylinder connector tube, therefore, the cylinder and pump were removed and replaced. The procedure was successfully completed with another cylinder. No patient complications were reported.